Event description:
It was reported that patient presented for a follow-up in clinic. Device interrogation revealed under sensing due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. Patient was in stable condition.

Event description:
It was reported that patient presented for a follow-up in clinic. Device interrogation revealed under sensing due to dislodgement on the right ventricular (rv) lead. The physician elected to explant and replace the rv lead. Patient was in stable condition.

Manufacturer narrative:
The reported events were undersensing and lead dislodgement. As received, a complete lead was returned in one piece. The reported event of undersensing was not confirmed. Analysis was normal. No anomalies were found.